Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted; and on (B)(6) 2008, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh revision/removal in 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/09/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent cystoscopy, stent removal, retrograde pyelogram, double-j stent on (B)(6) 2015 due to right hydronephrosis and right ureteral stricture.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent cystoscopy, removal of foreign body, biopsy and fulguration on (B)(6) 2011 to cystitis, bladder erythema, and foreign body. It was reported that patient underwent urethrolysis with lysis of previous sling and replacement of urethral sling on (B)(6) 2012 due to recurrent stress incontinence with fixed urethra. It was reported that patient underwent a sling revision on (B)(6) 2015 due to stress urinary incontinence. It was reported that patient underwent cystoscopy, ureteroscopy, dilation of urethral stricture and double-j stent on (B)(6) 2015 due to right hydronephrosis and right ureteral stricture. No additional information was provided.